Manufacturer narrative:
H6: investigation summary the complaint of "bd sars cov - 2 - discrepants" was received against the bd max instrument catalog number 441916, serial number (B)(6). Customer provided most current run showing issues with positive results. For run 236, the negative control was positive and customer alleged this is related to reader b as reader a is performing as expected. Calrack and tray alignment script was performed to check the alignment. Instrument was tested without errors and released to customer for normal use. Instrument is fully operational. Bd has received several customer complaints for weak n2 positive results, when using bd sars-cov-2 reagents for bd max system. Most of these complaints concerned atypical curves, with low endpoints. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd max system kits mixed with multiple lots of bd max exk tna-3 assay kits. Analysis of the various databases received from customers revealed evidence of similar patterns. All the runs analyzed showed presence of background noise caused by signal drift in the cy5 channel, with the n2 target causing an interruption in background correction, generating a steady increase of fluorescence in the curves, resulting in false positive results. In all cases, contributing factors included the instrument in combination with the user defined protocol (udp) programming and product design. The issue was reproduced internally at bd. Complaint verification showed a complaint trend on bd sars-cov-2 reagents for bd max system lots for false positive results. The complaint is confirmed based on the investigation that was performed. The root cause is under investigation and will be documented in our quality system. A corrective and preventive action (CAPA) is already initiated ((B)(4)) to investigate the root cause and some mitigation actions are already being addressed. The investigation consisted of a review of the service notes pertaining to this issue, the service and installation history of the instrument and associated complaint trending data. No parts or materials were returned for investigation. As a result, no corrective actions were initiated. No new trends, risks, or hazards were identified as a result of the complaint. H3 other text : see h.10.

Event description:
It was reported that while using bd max¿ instrument false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using a different test method and the results were negative. Erroneous results were not reported out and there was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd max¿ instrument false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using a different test method and the results were negative. Erroneous results were not reported out and there was no report of patient impact.